Event description:
A patient reported their left lateral has a slight flare and the right canine it's a bit tilted forward" and "since wearing the aligners, my gums have receded."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.